Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the family member informed the registry that the patient expired after implant of a mitral valve (B)(6) days post op due to a staph infection in her blood. This information was received via the patient registry web page from the daughter.

Event description:
Operative report was provided. Preoperative diagnosis: mitral valve endocarditis. Mobile 3 cm vegetation. Mild to moderate mitral regurgitation operative notes: it was obvious that the infection was so extensive that the mitral valve could not be preserved. The calcified annulus was extremely friable with pus in the annulus. At the end of the case, tee revealed a competent mitral valve with no regurgitation. (B)(6) woman who had a tissue mitral valve replacement for (B)(6) yesterday. Overnight she has been coagulopathic and required fresh frozen plasma and platelets. Despite this she has continued to drain 200 ml/hr and remain acidotic and anuric. Decision was made to return her to the operating theatre. Preoperative diagnosis: bleeding post emergency mvr for endocarditis. Operation performed: sternal re-opening. Haemostasis. Operative findings: no obvious bleeding site was identified. Oozing from the sternal edges. All cannulation sites and suture lines were dry. (B)(4) 2012 - response received from surgeon with the above operative reports: chasm found - not device failure. Renal failure after surgery - endocarditis. Patient and family refused dialysis.

Manufacturer narrative:
Through follow up with the surgeon, it was learned that the patient had (B)(6) prior to the surgery. Continued efforts to deal with the infection post operatively were unsuccessful. The surgeon indicated that the device did not cause or contribute to the death of this patient.

Manufacturer narrative:
Per follow up with the health care provider, it was learned that this (B)(6) infection reported by the family member was "hospital acquired" and not device related. The surgeon indicated that the patient death was not caused by the heart valve. Surgeon's office indicated no additional information will be disclosed due to patient confidentiality. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon indicated that the staph infection was not caused by the valve and that this event was not device related. The specific source and type if infection were not provided.

Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in process. The device was not explanted; therefore, it is not available for return and evaluation. No record of an autopsy has been reported. Several attempts have been made by the sales rep to gain additional information regarding this event and have been unsuccessful. The operative report was requested along with the discharge summary or death certificate. The source and type of infection have not been provided. The surgeon has not alleged any malfunction of the device and has not indicated that this event was device related.